Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed due to medication jammed. The customer reported that the malfunction occurred when user trying to issue medication to patient causing delay in dispensing procedure. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that there was a drawer failure. A field service engineer (fse) confirmed that the issue was resolved by the customer. The system functioned as intended after the customer repaired the device. The issue was resolved with no detail provided by the customer regarding how the issue was rectified, the customer gave permission to close the case. Initial reporter facility name e1.- (B)(6).